Event description:
It was reported that during an unknown procedure, the knife blade was deployed but stopped moving in the middle of the activation, meaning that some staples were not deployed. Also some opened staples fell from the cartridge in the patient (don¿t know how many exactly). The surgeon picked each staple one by one to remove from patient. This took between 15 and 20 mins extra time. Some staples might have been left in patient. Case completed using an other instrument. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Eval: reload partially fired. The ec60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 3/4 consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and reloading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.